Manufacturer narrative:
Device evaluation: no product was returned for evaluation. A customer-provided video was attached to the complaint. Review of the video confirmed the reported issue, as a particle was observed in the fluid path. The root cause could not be established based on the video. If the product is returned the manufacturer will re-open the complaint for further device evaluation and root cause analysis. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that during production a particle was found in one unit during 100% visual inspection. There was no patient involvement.